Manufacturer narrative:
The device was not returned to stryker. The customer was provided with a replacement battery. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not respond at all. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not respond at all. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.